Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. The reporter stated that they were on a cruise in open waters and the battery did not last more than an hr. They tried 3 batteries from 2 separate packages and they continue to get "low" battery alarms. When the first 2 batteries were taken out, there was corrosion found on them. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.